Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, tissue was sticking to the fenestrated bipolar forceps instrument tip more than usual despite point of care at the sterile table and no visible tissue on the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found that the customer reported the instrument had a broken bottom chassis. The missing piece which was around 1.8565¿ × 0.7190¿ and adjacent component damage shows possible mishandling. Additionally, instrument housing was missing and it was not returned. In the additional observation, grip input disk axes 1, 6, and 7 were broken; axes 6 and 7 were missing, preventing motion testing. The instrument was found with a broken life indicator, and its disk was also broken and detached from the instrument. The instrument¿s flush tube guide was visibly missing from its proximal end, and the missing component was not returned with the instrument. The instrument was observed to have both its housing and luer plate missing, with neither component returned along with the instrument. Upon additional inspection related to the customer complaint, the instrument was found to be missing the retaining ring from the roll input disk. This retaining ring was not returned along with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the of broken bottom chassis is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage. The probable root cause of the missing instrument housing, the missing luer plate, the missing flush tube guide, and the missing retaining ring is attributed to damage during use. The probable root cause of the broken input disk is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of the broken life indicator is attributed to damage during use or reprocessing. Damage can result from accidental drops of the instrument or applying excessive rotational force on the life indicator input.

Event description:
Refer to h11 for follow-up information.